Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma. Hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. Additionally, an incomplete insertion during implantation surgery is reported with 1 channel out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had a head trauma. Hearing performance with the device was affected.

Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. A trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a head trauma. Hearing performance with the device was affected.